Manufacturer narrative:
Console is running to manufacturer's specifications and functioning properly. Micro-motor has been damaged with the casing cracking on the inside. F16r is operating to manufacturer's specifications.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an x-smart endo motor was "going too fast"; no injury resulted.